Event description:
It was reported by the customer that observed a particle inside a 3 ml syringe during visual inspection. Verbatim: complaint via email. Email(s) attached we would like to file a product complaint for a particle in a 3 ml syringe. Date of the event: 03/05/2026. How many items were affected per lot? 1. Is the product available to be returned for investigation? No, syringe saved for internal product visual inspection library. How many items are available to return? 0. Our integradose reference number is: (B)(4). On 03/05/2026, during production using the 3 ml syringes, pn 309702, technicians observed a particle inside a 3 ml syringe during visual inspection. The majority of syringes used were from lot# 5339733; however, since units from other lots were used, it is not possible to specify a single lot. Staff has identified this particle as ¿jagged, plastic sliver.¿ this particle is similar to those we¿ve been seeing at integradose. Additional information received on 9-mar-2026: no patient harm, injury or complication occurred as a result of this event. However, integradose had to dispose of a full syringe of product as the particle was identified through our visual inspection process after the filling of the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo. Analysis of the sample showed that a white colored particle can be observed, it cannot be determined from the photo if it is on the barrel surface, embedded within the plastic or inside the barrel of the syringe. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.